Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during drain 7 of 8. The baxter technical service representative (tsr) helped the care giver (cg) to clear the alarm, and informed the caller of the alarms meaning. Hp disconnected during drain state and reconnected. The hp would call the peritoneal dialysis nurse for instructions on how to continue with treatment. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(4) 2011 regarding the reported problem. The pd rn stated that they instructed the home patient (hp) to finish therapy using manual supplies. The pd rn stated the hp was not affected negatively from this alarm. Everything checked out fine. The hp has been able to continue therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.